Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received in relation to an existing complaint. Upon visual inspection, the lot information was identified to be missing from the packaging. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot is unknown for this incident, a device history review could not be performed. While we cannot identify a direct issue, this can occur due to an error between the printer and packaging machine, without any lot information we cannot determine a definitive root cause at this time. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that the bd plastipak" concentric luer lock syringe label did not have a lot# printed on it. The following information was provided by the initial reporter: "upon evaluating sample for (B)(4) on (B)(6) 2021, it was identified the variable information was missing, lot code was not printed on package."